Manufacturer narrative:
H10: manufacturing review: a device history record review was performed for the affected lot number of the cartridge raw material and seeds. These lot met all release criteria. No issues were noted. Investigation summary: the sample was not returned to the manufacturer for evaluation. Therefore, the investigation is inconclusive for the reported issue. Based upon the available information a definitive root cause could not be determined. Labeling review: labeling was reviewed and found to be adequate. There is a caution statement, which states "in the event the quicklink loader or cartridges become inoperable due to damage or malfunction, any or all components may be removed from the cartridges and implanted manually." H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the quicklink cartridges with brachysource I-125 seeds products that are cleared in the us. The pro code and 510 k number for the quicklink cartridges with brachysource I-125 seeds products are identified in d2 and g4. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during a brachytherapy procedure, two grains were allegedly stuck in the needle. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a device history record review was performed for the affected lot numbers of the seeds and the lot number of the cartridge. These lots met all release criteria. However, this product code is not designated with a lot number, this information is not applicable for the history review. Investigation summary: the sample was not returned to the manufacturer for evaluation. Therefore, the investigation is inconclusive for the reported issue. Based upon the available information a definitive root cause could not be determined. Labeling review: the information for use for this customer sales order. There is a caution statement, which states "in the event the quicklink¿ loader or cartridges become inoperable due to damage or malfunction, any or all components may be removed from the cartridges and implanted manually." The catalog number identified in section d4 has not been cleared in the us but is similar to the quicklink cartridges with brachysource I-125 seeds products that are cleared in the us. The pro code and 510 k number for the quicklink cartridges with brachysource I-125 seeds products are identified.

Event description:
It was reported that during a procedure, two grains were allegedly stuck in the needle. There was no reported patient injury.